Event description:
Internal thread defective. The implant needed to explanted.

Manufacturer narrative:
Internal thread defective. The implant needed to explanted. The implant shows heavy organic residue on the inside and outside. Despite the internal contamination, it is clear that there are pressure marks on the coronal area of the upper internal thread. The lower and upper internal threads are inspected 100% during the testing process. Test records for these characteristics show no deviations. Overall, the damage characteristics indicate that the damage to the upper internal thread is the result of improper use. Dentist should have consulted instruction for use to prevent this from happen.